Manufacturer narrative:
Service was not requested for this event because the customer was not questioning the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated free t4 (frt4) results generated by the access 2 immunoassay system for two patients. Subsequent testing produced lower results in the normal reference range. MDR number 2122870-2011-00563 documents the second patient results. It si unknown if there was any change to patient treatment in connection with this event.